Event description:
While using a monitor/defibrillator/pacer on this pt in the emergency dept, pacer failed to work properly. Pacer was used with electrodes. Pacer alarmed "pads not present" after 1 or 2 pace pulses. New pads were applied with same negative results.